Event description:
The valve was implanted three weeks ago. The pt returned to see the physician, complaining of headaches and it was discovered that he had bilateral subdural hematoma. The valve has not been removed yet, doctor has not made this determination yet.

Manufacturer narrative:
Report received from the filed indicated that the valve was explanted on or about 1/24/97, and replaced uneventfully with a delta ii valve. The patient's condition was reported as satisfactory post-op. The product is to be returned to cordis for evaluation and testing, but has not yet been received. Please note date of 3/26/97 for submission of such info pending the product return and completion of the analysis.